Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: evaluation revealed the last basal and the last bolus delivery were recorded on (B)(6) 2014. The black box shows pump was manually suspended on (B)(6) 2014 13:11 and manually resumed (B)(6) 16:02. The alarm history shows only typical usage alarms. The basal and boluses add up appropriately to total the total daily dose. The pump passed a delivery accuracy test successfully. The display screen has a dim/pinkish contrast; the screen is still able to be read. Battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump and was used to complete all testing. Investigators were unable to duplicate reported complaint. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the display screen has a dim/pinkish contrast. This report is made based on results of investigation completed on (B)(4) 2014.